Event description:
It was reported, that patient experienced ineffective therapy. And was unable to set the device into MRI mode. System diagnostics recorded high impedances on two lead contacts. Surgical intervention was undertaken. Wherein, the ipg was explanted and replaced with a competitor¿s ipg. New adapters were implanted, which resolved the impedance issues.

Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It was reported to abbott, a patient called technical service (ts)and reported they couldn¿t connect to their ipg. Ts had the patient attempt to connect to determine error message and patient connected successfully. The patient reported the stimulation was not providing effective stimulation. The patient met with a rep twice, but effective therapy could not be achieved with reprogramming. No other intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update posted 24 nov 2024 it was reported the patient¿s proclaim ipg was replaced with a boston scientific device due to ineffective therapy. It was also reported on (B)(6) 2024 system diagnostics recorded high impedances on two lead contacts which were resolved when the adapters were implanted. The abbott lead remains implanted.

Manufacturer narrative:
Corrected data: d6b - date of explant removed.

Event description:
It was reported that patient experienced ineffective therapy and was unable to set the device into MRI mode. System diagnostics recorded high impedances on two lead contacts. Surgical intervention was undertaken wherein the ipg was explanted and replaced with a competitor¿s ipg. New adapters were implanted, which resolved the impedance issues. The lead was left implanted.